Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30 -oct-2018 with the following findings: during investigation, the black box shows no evidence of short battery life, ¿cs128¿ alarm occurring due unconfirmed ¿cs162¿ warning for 15min on 10/09/18. The battery compartment was cracked at threads on the side. The returned battery cap¿s threads are stripped, the cap was unable to fit to maintain electrical connection. Test battery cap was used and was able to fit to maintain electrical connection. All currents reading are within spec, unable to duplicate reported ¿short battery life¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.